Event description:
On 11/9/95, a 63-year-old gentleman had a suture used for closing an abdominal wound. The pt was returned to the operating room to close eviscerated wound. At that time, it was noted that the suture broke and there was no tissue weakness.